Event description:
A report was received that the patient was unable to charge his ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was unable to charge his ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was explanted. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Event date: (B)(6) 2012.